Event description:
It was reported that a solution bag disconnected from a peritoneal dialysis (pd) set causing a leak. This occurred during pd therapy. The patient stated that when the bag disconnected she stopped therapy before the homechoice machine alarmed. There was no serious injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.